Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As the device performed without issue during first inflation, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the 90% stenosed anatomy, and/or other devices compromised the device, thus resulting in the reported material rupture during second inflation. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed left circumflex coronary artery. A 4.5x12mm nc trek balloon dilatation catheter (bdc) was advanced without resistance, and the balloon ruptured during the second inflation at 13 atmospheres. A non-abbott balloon was used to successfully complete the procedure. There were no adverse patient effects, and no clinically significant delay in the procedure. No additional information was provided.